Event description:
On (B)(6) 2012, the patient reported that she was having bad irritation issues while using the infusion set with her infusion device. She uses an insertion device to assist her in inserting the infusion site. She feels a burning sensation every time she attempts to bolus. She has changed her infusion site three times, but the pain persists. She felt that the pain was unbearable and she discontinued using the infusion device. The patient went to see her doctor, who advised her to go to the hospital. At the hospital the doctors provided her with antibiotics and morphine pills for her pain. Her blood glucose level at the hospital was 221 mg/dl because she had not been utilizing any type of insulin therapy. The nurses provided the patient with insulin to bring her blood glucose level back down to her target range of 110 mg/dl. The doctors said she had kidney stones and irritation around the lining of her stomach which may have been caused by previous injections of insulin. The patient was released after 4 hours of being at the hospital. Her doctor advised her to discontinue use of the infusion device. The infusion sets were discarded and unable to be returned for evaluation.